Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared, which the caller acknowledged and understood.